Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm during a fill cannula. Customer's blood glucose was unknown. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. Customer stated insulin was able to exit with a manual prime during troubleshooting. The customer was advised their insulin pump was working as designed. Customer stated they would call back if the no delivery alarm recurs. No additional information provided.